Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the transfer set did not prime and insulin did not come out of the tubing. Caller reported the pump did not give an occlusion error message during priming. No adverse event reported. Requested return of the alleged device and replacement was provided.